Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a cgm (dex 045) issue. Patient is no longer receiving cfgm readings and was receiving readings prior to the event. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the interruption of the cgm data stream may cause the user to miss their blood glucose (bg) trending and thus fail to react to any potential bg excursions.